Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the cavotricuspid ishmus (cti) ablation (abl), when ablation was started, the contact force (cf) suddenly rose to around 100g. This was significantly different from what was observed on fluoroscopy and the physician's perception of contact. There were no abnormalities other than during zeroing and ablation, and there were no error codes. Timing was the abl procedure was carried out in the order of at followed by cti. There were no issues during the at, but the event occurred during the cti, approximately 3 hours after the procedure began. The issue was not improved by replacing the cable, but was resolved by replacing the qdot micro catheter to a new one. The procedure was then completed without any issues and without patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-may-2025 observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 20-may-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-may-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. However, during the test, no impedance values were detected due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. Additionally, an impedance issue was detected during the analysis. The potential cause of open circuit cannot be determined. The issue is unrelated to the reported event. The instructions for use contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿contact force (cf) suddenly rose to around 100g¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit in the tip area¿. Manufacturer¿s reference number: (B)(4).